Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. An investigation was conducted on (B)(6)2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed.the device was evaluated for its electrical function according to the service manual (mcv00009931 section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. No smoke was observed when the power supply was turned on. The results of the electrical evaluation are as follows: no load voltage: 5.49 vdc low current: 3.95 amps dc high current: 5.95 amps dc power supply test box mcv00010390 power supply calibration mcv00030545 the values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed.

Event description:
The hospital reported that during the test procedure for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(6), the test procedure that failed was the ¿low current output test¿ on page 17 section d subsection c. They were receiving a current output reading of 2.4 a, which the manual calls for 4.0 a +/- 0.05 a. The hospital did not report any patient effects.

Event description:
The hospital reported that during the test procedure for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4), the test procedure that failed was the ¿low current output test¿ on page 17 section d subsection c. They were receiving a current output reading of 2.4 a, which the manual calls for 4.0 a +/- 0.05 a. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 "device not eval provide code". (B)(4). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the test procedure for an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4), the test procedure that failed was the ¿low current output test¿ on page 17 section d subsection c. They were receiving a current output reading of 2.4 a, which the manual calls for 4.0 a +/- 0.05 a. The hospital did not report any patient effects.